Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump histories indicated multiple voltage drops had occurred on (B)(6) 2016. Visual inspection revealed moisture behind the display screen. Leak testing revealed a display lens leak. The pump powered on and successfully completed rewind, load, and prime steps; all current draws were found to be above specifications. The complaint was duplicated on investigation. The pump cover was removed, revealing moisture corrosion on the continuous glucose monitor (cgm) module. Current draws returned to normal specifications after disconnecting the cgm from the printed circuit board. (B)(4).